Event description:
It was reported that even when the circuit was properly installed, the circuit disconnection alarm went off. This occurred during priming at the facility. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received or evaluation. Visual and functional testing was unable to confirm or duplicate the reported problem. The device was functioning as normal. The service history review had no indication that the complaint was related to a service of the device within the review period.